Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use the tip of the thunderbeat device broke. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d4, d9 the device was returned to olympus for inspection, and the reported failure of the broken tip of the device was confirmed. Based on the results of the investigation, it is likely that when the seal & cut output was performed while thick tissue was gripped at the tip of the grasping section, the probe and tissue pad came into contact at the rear end of the grasping section, causing wear on the tissue pad. As the tissue pad wore down, the non-insulated part of the grasping section came into contact with the probe. When the seal & cut output was performed while the non-insulated part of the grasping section was in contact with the probe, contact marks were formed. As the load of the seal & cut and gripping the tissue was applied to the probe, a crack occurred starting from the contact mark. A load was applied to the probe, causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.